Event description:
The reporter stated the haptic/hinge of a b&l lens was ripped off during implantation. The incision was enlarged to remove the lens and another lens was inserted. This lens also ripped - see MFR report # 2023826-2008-00926 and #2023826-2008-00927. A third lens was implanted. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the injector and foam tip plunger/overrode iol.